Event description:
It was reported that after the initial implant of this right atrial (ra) lead, a dislodgement occurred. The physician opted to reposition this lead. No additional adverse patient effects were reported. This lead remains in service.